Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 542 mg/dl. The customer was assisted with the issue and was informed that there was a recall on their pump and that the pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.